Manufacturer narrative:
Date of event: date approximate. Explant date: date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's walking was not good after implant, and they easily fell. The ins was explanted and another implant was scheduled for december. The cause of the issue was unknown. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was clarified to be that the device was explanted due to poor efficacy. It was unknown if there was a device issue associated with this event. No further complications were reported as a result of this event.